Manufacturer narrative:
Please note that the following section was not reported on the initial MFR report and is being reported on this follow-up #01 MFR report: 3005168196-2017-01955. Box 4. Expiration date.

Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs). During the procedure, the physician successfully placed a pod8 and podj using a lantern delivery microcatheter (lantern). The physician then was unable to advance another podj through its introducer sheath and into the hub of the microcatheter and therefore, the podj was removed. The physician checked the tightness of the rhv and then re-attempted to advance the podj into the lantern, however resistance was again felt. The physician therefore continued the procedure using a new podj and the same lantern. There was no report of an adverse effect to the patient.